Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
Office stated that item 403343 v3 ring narrow (yellow) 2 pack, had the rubber tine/clasp that broke inside the patient's mouth. The prong that makes contact with the tooth broke off during use. It broke when it was placed onto the patient's tooth. They are using the m11 autoclave, setting is on pouch setting only at 270. They do not leave item overnight in the utrasonic or autoclave. Unsure on how many time's that they used this one rng. Per the office they was able to retrieve the v3 ring and patient is okay. Incident reported, no injury to the patient. On (B)(6) 2026 cw chu: lifted to serious. Reporting: us: reportable- present decision tree for approval. Not reportable in any other country as requested in 9000-cop-15-018.